Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: b3 date of event: previously reported as (B)(6)2021 ; updated to (B)(6) 2019 e1 initial reporter contact / address / phone numbers e4 initial reporter also sent report to FDA?: previously reported as no ; updated to unknown.

Manufacturer narrative:
In initial report section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused parkinson increased metabolism and arthritis. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed an unknown dust contaminant inside the blower box at the air inlet, front panel, rear panel, bottom enclosure, blower, blower seal and blower isolators. A musty odor coming from the device. A keratin-like substance was observed on the blower box outlet. The device's event logs were downloaded and reviewed by manufactuer. The manufacturer found 2 error codes. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown, but dust contamination, a musty odor and a keratin-like substance was observed. Section d4 UDI number was corrected and section h6 health effect- clinical codes were added, medical device problem code, type of investigation, investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously missed information in section b5 and captured allegation only as parkinson's increased metabolism. After review, it was determined that section b5 should be filed as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging parkinson's increased metabolism related to a CPAP device's sound abatement foam. Additional information need to capture about the alleged arthritis. Section h6 health effects: clinical code has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop parkinson's. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.